Event description:
During produt evaluation, failure code 570:320:831:0000 was found in the pump's event history. There was no pt injury or medical intervention necessary according to the hosp. Rep. No additional information is available.